Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was for the last couple of months patient had been getting considerable pain from the implanted battery. The pain had been getting worse and worse. Pt would like to get the implant removed. Pt contacted the surgeon and they said to contact primary care physician. The pcp said to go to a surgeon but the surgeon said to follow up with pcp. The pain was in the left flank. If patient laid down on the left side it pressed in and patient got a searing pain like a sword going through them. Patient did not have any falls or trauma. Patient mentioned they had had the stimulator implanted following a extensive spinal fusion surgery and then they had a revision on january 8th that also did not go well. The surgeon said if they go in there and do something else they would be happy to pull the implant out. But pt did not want to wait and looking for immediate relief. Managing hcp: pt said the original surgeon  said they do not deal with hip pain. Pt is not seeing that doctor currently. The surgeon that pt is seeing had nothing to do with the implant. Pt mentioned they had seen some pain doctors and one of them was giving pt epidural injections. Pt will look up their name and check with them. Pt asked to look up hcp listings. Provided on the call. Redirected to hcp.